Event description:
Patient came to clinic (B)(6) 2022 for lvad issues. Lvad with "low voltage alarms" when connected to all power sources. Bend relief on the black and white power cable damaged. Controller replaced.